Event description:
The report from the descover database indicated that during an elective percutaneous cardiac intervention (pci), a proximal edge dissection was noted after deployment of a cypher 2.5 x 18 mm stent in the pt's obtuse marginal branch. A taxus 2.5 x 8 mm stent was deployed to cover the dissection successfully. The pt was admitted for the index procedure with a primary indication of a positive functional study for ischemia/silent ischemia. The pt's ejection fraction (ef) was 68%. The pt was reported to have diseased vessels (>=50% stenosis) in the left anterior descending (lad), circumflex, right coronary artery (rca), and the saphenous vein graft (svg) to the circumflex.